Manufacturer narrative:
As no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, an investigation could not be performed. Based on the limited investigation results, a root cause for the reported incident could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd nexiva nearport 22ga x 1.75in w/ maxzero IV blew up. The following information was provided by the initial reporter: nexiva near port IV line blew up while performing a CT scan with contrast. The scan was completed, however the IV was defective. Contrast was injected at a decreased rate of 3.5 ml/s, the test flush appeared to be great, and the contrast was seen on the scan, however the IV still blew up prior to completion of scan. Other serious or important medical events.